Event description:
As reported per the edwards clinical specialist (cs), during a transapical transcatheter aortic valve replacement (tavr) procedure the valve moved aortic during deployment to a 80:20 position, resulting in moderate central ai. Subsequently a second valve was deployed. Additional information indicated: the patient was prepped for transapical delivery and the valve was initially positioned 60:40 aortic. The patient was hypotensive and bradycardic and was graft dependent with no native coronaries. During rapid pacing, the valve was deployed. The final position was 80:20 aortic. The patient's pressure would not increase and moderate-severe cai was noted with trace pvl and severe mitral regurgitation (mr). Cpb was started and a new sapien valve was prepped. Under cpb, the second valve was deployed 50:50. No cai and trace pvl were present post deployment. Apical bleeding was controlled with additional sutures/pledgets. The patient left the operating room in stable condition. According to the report there was moderate septal hypertrophy. The native valve/leaflet calcification was moderate and the aortic root calcification was considered severe. The image intensifier angle was described as fair, and coaxial alignment of the valve/delivery system was described as fair. During sapien valve deployment ventilation was held, balloon inflation was held for three or more seconds, and pacing capture was not lost. Additional follow-up noted the reported mr was not severe initially. Per report, the perceived cause of the central ai was related to the patient's hypotensive and bradycardic state, the valve's position being to aortic and severe mitral regurgitation.

Manufacturer narrative:
The device is not available for evaluation as it remains in the patient. Per the instructions for use (IFU), device malposition/embolization requiring intervention and regurgitation are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the position of the valve before deployment was slightly aortic, with fair image intensifier angle and coaxial alignment. It is possible that these factors contributed to the 80/20 aortic position of the valve post deployment. Per the physicians, the perceived cause of the central ai was due to the patient's hypotensive and bradycardic state, the vale's position too aortic and the severe underlying mitral regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.